Event description:
The manufacturer received information alleging a ventilator was powering off while in patient use. There was no harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator was powering off while in patient use. There was no harm or injury reported. Additional information received from the customer indicates the initial ventilator serial number was incorrect. The correct serial number has been updated. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was not confirmed. The device was found to power on and operate as designed. No device operational issues were observed.